Manufacturer narrative:
(B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information indicates on (B)(6) 2017 the stoma continues oozing purulent abundantly. The patient continued on oral antibiotics without fever and without abdominal pain.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in spain underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. Post peg procedure the patient had abdominal pain that was treated with paracetamol 1 gram IV and tramadol 100 mg IV. On (B)(6) 2017 the patient was diagnosed with a stoma infection and was treated with cloxaciline oral for 5 days. On an unknown date the patient was hospitalized and treated with IV antibiotics because the stoma infection had not improved.